Event description:
It was reported: 11/13/2000: sudden "clunk" in hip-could not walk, x-ray in emergency dept: disassociation of metasul insert from the apr ii shell. Pt experienced two heavy falls, one onto their back in march 2000 and another fall forward in july 2000.